Event description:
It was reported that although the remote monitor had transmitted successfully in the past, it no longer established telemetry with the implanted device, and all indicator lights were flashing at once. The monitor was replaced. No patient complications were reported as a result of this.

Event description:
It was reported that although the remote monitor had transmitted successfully in the past it no longer established telemetry with the implanted device, and all indicator lights were flashing at once, which is an indication of a failure to power up correctly. The monitor was replaced. No patient complications were reported as a result of this.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the device was returned and preliminary analysis found the device would not interrogate when the button was pushed. An interrogation test was performed, with passing results. Because the condition disappeared during analysis, the reported event could not be confirmed. Therefore, a root cause could not be determined.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.